Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient needed assistance changing their cd 23" 6mm infusion set after the cartridge came out of the ilet overnight due to the connector not being secured tightly. Blood glucose levels were elevated, reaching 373 mg/dl and remaining out of range for approximately three hours. The patient was able to correct the blood glucose by administering manual insulin. The ilet provided alerts for high blood glucose. No outside non-medical assistance or medical intervention was required, and the patient did not experience any symptoms during the event. Blood glucose levels were decreasing by the end of the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.